Event description:
It was reported by facility that difficulties were experienced with the fit, placement and locking functionality of the inner and outer cannulae on two (2), size 10 cfs, cuffless tracheostomy tubes. This was detected prior to use. There was no direct patient involvement. Two (2), size 10cfs devices, were returned to the manufacturer for analysis and investigation on 01/15/98.